Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02608. It was reported that the during an ipg replacement surgery( reference related manufacturer reference number: 3006705815-2021-00365) patient¿s lead was explanted for an unknown reason.

Event description:
Additional information received indicates that the physician felt the leads had migrated. As such, the leads were explanted.

Manufacturer narrative:
Corrected information: h6: health effect - clinical code.

Event description:
Additional information received indicates that patient's therapy was not affected due to the lead migration.